Event description:
It was reported that one navio bone pin got stuck in the distal tibia. The doctor puts them in manually on t-handle to prevent tibial fractures. He was twisting the last pin out after trailing, and the threads on the top twisted where we could no longer use the t-handle or pin chuck to grasp. Had to open a competitive trauma tray to try and get the pin out. This added extra 30-40 minutes to the case. No patient harm reported.

Manufacturer narrative:
H10: the device, used for treatment, was returned for evaluation. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Thus, the reported products met manufacturing specifications prior to being released for distribution. A complaint history review found prior similar reports, this issue will continue to be monitored. The navio surgical technique for tka ((B)(4)) released at the time of the complaint provides instructions on bone pin usage and system troubleshooting. This failure mode is identified within the risk assessment. We were able to confirm if there was a relationship established between the reported event and the device. Visual inspection revealed that the bone screw head was twisted below the end of the t-wrench contact points. For this to have occurred, the bone screw must have been held rigidly in place in order for enough torque to be applied without unthreading the screw from the patient. Further visual inspection found damage to the bottom of the bone screw (above the threads on the cylindrical shaft). This damage is the location of the screw that was being held while twisting as the damage is consistent with a "clamping" device. Given the location of the damage it is concluded that the surgeon was attempting to remove the bone screw while it was still connected to a fully tightened tracker clamp. This was further confirmed by attempting to replicate the error in house. The damage on the bone screw was consistent when replicating the situation (fully tightened tracker clamp and attempting to unscrew the bone screw with a t-wrench). The probable root cause is mechanical component failure. No containment or corrective actions are recommended at this time. Per complaint details, the device malfunctioned during use and a competitor backup device was required to complete the procedure. However, the visual inspection revealed "damage is consistent with a clamping device". Therefore, currently unable to rule out a procedural variance as a contributing factor to the reported event which does not represent a device malfunction. Based on the information provided, the impact beyond the reported procedural change, subsequent modified procedure with a competitor backup device and a 30-40 minute surgical delay could not be determined; although per the field report form no injury was reported. No further medical assessment is warranted at this time.